Manufacturer narrative:
There was a second physician reported though does not specify which date the physicians were in the procedure: (B)(6) 2008 & (B)(6) 2010. (B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.